Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The mixer was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The mixer was replaced.

Event description:
The hospital reported the unit had a system malfunction during boot-up. There was no report of patient involvement.